Manufacturer narrative:
Revision occurred on the same day as the primary surgery. No actual, implied, or suspect link to fx product.

Event description:
Revision on the same day as the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to a dislocation of unknown cause while the patient was in pacu. A 32 mm + 3 standard humeral cup was explanted and replaced with a 32 mm + 6 stability humeral cup.